Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had particulate matter in the tubing. The particulate matter was further described as small white debris inside the transfer set. The transfer set was removed and a new one was installed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. White residue was observed inside the tubing. Infrared spectroscopy identified the residue on the inside surface of tubing as protein, silicone and small amount of a component that includes aliphatic hydrocarbon groups and an ester group. The reported problem particulate matter was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.